Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Please disregard this medwatch as it was created in error.

Event description:
Litigation alleges that the patient suffers from harm and damages.

Manufacturer narrative:
Only the head was replaced, the metal liner was left in the patient. This is a duplicate of 1818910-2013-01423.

Manufacturer narrative:
Corrected: this report is a duplicate of 1818910-2015-20333 . This report, 1818910-2013-11848, will be rejected. Report 1818910-2015-20333 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the metal head provided part and lot code combination. A complaint database search was not possible for the metal liner as the product and lot combination was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.